Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net. Review of transcripts revealed steady increase in capture threshold and pacing impedance on the right ventricular lead. Sensing appeared stable. Lead was capped and replaced successfully on(B)(6) 2020. Patient was in stable condition before, during, and after the procedure.